Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2008, this pt was implanted with a gore excluder contralateral leg endoprosthesis. The following month, a reintervention occurred whereby an additional gore excluder contralateral leg endoprosthesis was implanted. Further investigation is pending.